Manufacturer narrative:
The endowrist stapler instrument was not returned for evaluation, therefore, the root cause of the customer reported event cannot be determined. However, based on the information provided, it has been concluded that the post-surgical complications experienced by the patient were likely unrelated to a malfunction of the da vinci surgical system, instruments and/or accessories, but related to the patient's healing process and the surgeon's choice of stapler instrumentation to perform the surgical procedure. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The instruments and accessories user manual specifically states: warnings: always inspect the tissue thickness and select an appropriate stapler 45 reload before application of a staple line using the stapler 45 instrument. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper stapler 45 reload. Improper reload color selection (staple size) can result in over-compression or under-compression of tissue and improper staple formation. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone. Based on the information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci gastrectomy procedure, the patient experienced anastomotic leaks. However, there was no indication that a malfunction of the da vinci surgical system, an instrument or an accessory caused or contributed to the patient's post-surgical complications.

Event description:
It was reported that post a da vinci gastrectomy procedure, the patient experienced an anastomotic leak. Reportedly, the staples in the green stapler reload did not close completely, causing the leak experienced by the patient. On (B)(4) 2014, the intuitive surgical, inc. (Isi) clinical sales representative who was present during the surgical procedure indicated that the patient had a large cancer mass in his stomach. The patient's stomach was mobilized and the tumor was transected out. The patient's stomach/small bowel were anastomosed using approximately 8 green staple reloads. He was told by the surgeon that the patient experienced leaks from several areas of the anastomosed area. There was no malfunction of the da vinci surgical system, instruments and/or accessories during the surgical procedure. On (B)(4) 2014, isi contacted the surgeon who performed the surgical procedure. According to the surgeon, he applied one fire across the patient's duodenal stump and four gastric fires using all staple 45 green reloads. The surgeon indicated that intra-operatively, after firing a third green reload from the endowrist stapler 45 instrument, he observed a leak from the distal end of the third gastric fire. He repaired the affected area by encompassing the patient's tissue where the leak presented during the fourth gastric fire. The surgeon indicated that in retrospect, he should have oversewn the staple line. The surgeon indicated that the anastomosed area was inspected prior to completion of the surgical procedure, and that the closure was found to be adequate. The patient had gastric cancer with a large gastric tumor. According to the surgeon, the patient experienced symptoms of a second anastomotic leak on (B)(6) 2014. The affected area was sutured to repair the affected area using open surgical techniques. On (B)(6) 2014, the patient presented with a third anastomotic leak and underwent an open procedure to repair the leak that same day. During the second open procedure, the affected area was sutured and an esophagastric stent was placed. The surgeon indicated that during both open procedures for repair of the anastomotic leaks, he noted that staples along the gastric staple line appeared as closed b form staples; however, the patient's tissue looked cheese wired through the staples and the tissue was no longer opposed. It is the surgeon's belief that the post-surgical anastomotic leaks experienced by the patient were likely due to the patient's ability to heal and the limited offering of endowrist stapler instrument and stapler reload sizes.